Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, resistance was experienced when attempting to fill a cartridge with insulin. The customer¿s blood glucose (bg) level ranged from 300-398 mg/dl. Multiple supply changes were performed to address the occlusion alarms. Reportedly, customer changed the syringe needle and filled the cartridge successfully.